Event description:
On may 20, 2010, we received a report from a third party regarding an extravasation that occurred at another facility on (B)(6) 2007. The third party reporter provided the following info during multiple follow-up conversations: pre-procedure, a 20g needle was inserted into a vein in the back of the pt's hand. This IV was started elsewhere in the hospital, not by radiology. The IV flushed well and there was blood back-flow. Approx 80 mls of contrast was then delivered at 5ml/sec. There didn't seem to be any problems during the injection. Post-procedure, the technologists noted that contrast was not visualized on the images. After the CT scan, the pt was transported to the operating room due to loss of her radial pulse and reportedly had the site debrided. Further follow-up was performed with the site where this event from 2007 actually occurred. We are working with the hospital to obtain more info about this event such as the pt's age, sex, weight. Due to legality issues, we may not be able to obtain any additional info.

Manufacturer narrative:
Although the incident reportedly occurred in 2007, our records show that we were not notified of this vent until may 2010. We weren't aware that the pt required surgery until (B)(6) 2010. If we received additional info regarding this event, a follow-up report will be submitted.